Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a detachment of the tubing at the quick release. The customer stated that the tubing was too short. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 117 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was programmed with the correct time and date and monitored for three days. No time gain or loss was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, and a stained end cap sticker.